Event description:
Reporter indicated that lead test at office visit on 06/2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Physician's records indicate that device diagnostic testing during implant surgery resulted in normal readings, indicating proper device function at that time. The patient is reportedly not physically active and had not suffered any trauma that may have damaged the ncp system. Review of x-rays did not reveal any anomalies or discontinuities in the ncp system. The patient's ncp system was replaced.